Event description:
It was reported that the device had a constant travel course error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a missing tamper seal, missing battery, cracked top case, cracked battery door, and cracked plunger case. There was no evidence in the event history log. Functional testing was unable to duplicate the reported the reported problem due to the alarming at power up. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.